Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine one month post implant follow-up, this device exhibited a battery indicator of 1.5 years remaining life. The device's parameters were then adjusted however the subsequent follow-up failed to illustrate a battery longevity correction. For this reason, the device has been explanted and replaced and will be returned for a performance evaluation. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the battery voltage was lower than expected. Review of device memory noted there were no fault or error codes; however, a high current drain was noted during the time the device was implanted. The high current appeared to have ceased once the device was explanted. The titanium case was opened and visual inspection revealed no irregularities. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis despite attempts to recreate the high drain that appeared to be present while the device was implanted. Although analysis confirmed a high current drain while the device was implanted resulted in a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.